Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this pb560 ventilator generated a low pressure and exhalation valve check alarms. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported low pressure and exhalation valve check alarms issue. The sp replaced the turbine control board due to operation failure and also the turbine main unit was replaced. Additionally, sp found that re- calibration of the inspiration flow sensor was required in a short period of time, so the cpu printed circuit board (pcb) was replaced. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a potential fault in turbine control board, turbine main unit. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by manufacturer?: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. 510k number: the device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on april 5, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this pb560 ventilator generated a low pressure and exhalation valve check alarms and did not continue to deliver breaths to the patient at the time of the reported event. Spontaneous breathing was possible but pressure support and forced ventilation were not sent. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return. Medtronic conducted an investigation based upon all information received. It was reported that this pb560 ventilator generated a low pressure and exhalation valve check alarms. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported low pressure and exhalation valve check alarms issue. The sp replaced the turbine control board due to operation failure and also the turbine main unit was replaced. Additionally, sp found that re- calibration of the inspiration flow sensor was required in a short period of time, so the cpu printed circuit board (pcb) was replaced. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. One turbine was received for failure analysis. Calibrations, flow sensor capacity test, turbine performance test, ac and battery ventilation tests all failed. The ventilator generated a high priority alarm with the following error message displayed on the display screen: "connect valve or change pressure". There was no air coming from the turbine. The turbine was sent to the vendor for further analysis. The vendor found that although the motor and turbine are able to be turned manually, an internal problem within the motor prevented the motor from starting on its own. One turbine control pcb was received for failure analysis. The reported failure could not be replicated. The ventilator powered up normally and no errors were recorded in the diagnostic logs. No fault found. The cause of the event was isolated to internal problem in the motor of turbine. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h2, h7, h9; correction h9 during a regular internal review of complaints, it was identified that some medwatch reports associated with an fca were submitted without a correction/removal number in field h9 of 3500a form. Medtronic have initiated CAPA pr 576617 to address this gap. As part of correction activities, this supplemental medwatch is being submitted to correct this issue and provide the appropriate correction/removal number in field h9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: h2, h7, h9 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.